Event description:
The customer reported via email that, while in the middle of a diagnostic angiogram with an ffr (fractional flow reserve) wire down the left coronary artery, they lost monitoring capability from the screen allocated to the right-hand side. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that in the middle of a diagnostic angiogram with an ffr wire down the left coronary artery., they lost monitoring capability .the device was in use on a patient. There was no report of patient or user harm.